Event description:
Customer reported nurse hung a 200ml bag of vancomycin as a secondary. Primary was a new liter bag of normal saline. Rate set at 175ml/hr. When nurse came back into the room, the vancomycin bag was empty and the normal saline bag was overfilled and pulled tight at the seams. No pt injury reported. Reporter verified that the checkvalve failed and the pump tested fine. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4).